Event description:
It was reported that the patient underwent initial hip replacement surgery and approximately fourteen years later revision surgery is planned due to pain and metallosis. No further information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical device: 50 mm durom head; item# unknown, lot# unknown. Unknown alloclassic stem size 4; item# unknown, lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00328. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d2, d9, d10, g3, g4, g6, h1, h2, h6, h10 d10: metasul large diameter hd 50/p item# 01.00181.500 lot# unknown visual examination: no product was returned for visual examination. DHR review could not be performed as lot number was not provided. Most likely root cause for the reported event is inappropriate use/implantation of the product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.